Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp). The patient was admitted in the hospital. Upon review, it was noted that the atrial fibrillation (af) was not stable, however it became stable later and therapy was delivered based on the detection enhancement based on the device. The patient had double arrythmia of atrial fibrillation (af) and ventricular tachycardia (vt). Technical services (ts) recommended to the boston scientific representative to further discuss with the physician to add medication to control the ventricular rate during af or af ablations. This device remains in service. No adverse patient effects were reported.